Event description:
Second revision surgery - patient presented with discoloration. She had posterior impingement from the stem. The stem had broken the liner. Surgeon changed the proximal body on the stem (not djo) to have more offset and more head height to relieve impingement. Liner was replaced.

Manufacturer narrative:
The reason for this revision surgery was reported as dislocation. The previous surgery and the revision detailed in this investigation occurred over 2 months and 3 weeks apart. The healthcare professional indicated there was a significant adverse to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a nonconformance in the main part #436-28-007, liner, acetabular, fmp constrained 28 x mp7, which documents nonconformance that out of (B)(4) was scrapped due to illegible engraving. Remaining (B)(4) met design and manufacturing requirements. The device and its applicable concomitant devices were within their respective expiration dates at the time of use during the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation. There were no findings during this investigation that indicate that the reported devices were the source or had a direct connection with the patient's event. Agent has clearly mentioned that "patient presented with dislocation. She had posterior impingement from the stem. The stem had broken the liner." It seems that the event might have possibly occurred due to, poor bone density, inadequate soft tissue support, and excessive range of motion, bone impingement, patient activities or trauma. There are many factors that may contribute to the event that are outside the control of djo surgical are poor bone density, inadequate soft tissue support, excessive range of motion, bone impingement, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any patient activities that may have contributed to the event and hence a definitive root cause cannot be determined. There are no indications of a product or process issue affecting implant safety or effectiveness.